Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2016 due to elevated blood glucose while using the performa nano device. It was reported that the patient attempted to test his blood glucose, and the device would not power on. The patient was unable to obtain a blood glucose result; therefore the patient's son transported him to the hospital. It was reported that the patient had fallen into a coma while being transported to the hospital. Upon arrival at the hospital, the patients blood glucose was 586 mg/dl. The patent was taken and admitted into the ICU at the hospital. The reporter could not provide what type of treatment the hospital provided. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.